Event description:
On (B)(6) 2021, information was received from a manufacturer representative (rep), regarding a patient receiving dilaudid (20 mg/ml, 4.58 mg/day) via an implantable pump for spinal pain and degenerative disc disease. The rep reported the patient has been stating the pump was not working for several months controlling the patient's pain. The patient denied any falls or accidents. A dye study by the hcp was performed but they were unable to aspirate from the catheter access port (cap). They planned on replacing both catheters and pump. Surgical intervention was planned, but not yet scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n244926002, serial#: (B)(4) implanted:(B)(6) 2010, product type: catheter. Product ID: 8578, lot#: hg03cz710, implanted: (B)(6) 2015, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 09-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.